Event description:
Event description guidant/crm received information that this endotak endurance lead was removed from service because an x-ray indicated a severe redundancy (balling up on itself) at the tricuspid valve, this was a high potential for lead damage. The patient was originally presented at a hospital for device malfunction. They found out the device had been inadvertently turned off. The patient required shock therapy in the or, and the device was turned back on. The device fired and defibrillated the patient. This is when the x-ray was taken and the lead redundancy observed.